Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information, a conclusive cause for the reported patient effects of fistula, stenosis, vascular dissection, perforation of vessels, embolism, pseudoaneurysm and hematoma, and the relationship to the product, if any, cannot be determined. The patient effects of fistula, stenosis, vascular dissection, perforation of vessels, embolism, pseudoaneurysm and hematoma are listed in the proglide instructions for use as a potential adverse event associated with the use of the device. A definitive cause for the unspecified device issue could not be determined. The reported unexpected medica intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated d4: the UDI is not known as the part and lot number were not provided. Attachment: article, "suture-based versus plug-based closure for large-bore arterial access: an individual patient-level meta-analysis of randomised trials."

Event description:
This study compared the results of meta data analysis of interventional procedures using proglide devices. The intention of this study was to compare the vascular complications of a large bore procedures using proglide devices versus procedures using a non-abbott closure device. The pre-close technique was used for all access sites using proglide devices. The rate of vascular complications were low; however for proglide, included the following: unspecified device failures, stenosis, dissection, perforation, fistula, distal embolization, pseudoaneurysm, and hematoma requiring the use of blood transfusion, stent graft, balloon, manual compression, and additional closure devices. 10 deaths occurred; however, none were related to the use of proglide devices. The article concluded that the use of perclose proglide was superior to the use of the non-abbott closure device since it resulted in fewer vascular complications. Specific patient information is documented as unknown. Details are listed in the attached article, "suture-based versus plug-based closure for large-bore arterial access: an individual patient-level meta-analysis of randomised trials." No additional information was provided.